Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the lip was broken off on the tip of the pituitary. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. The upper jaw is broken off at the base of the dynamic jaw; the broken off portion of the jaw is missing and not returned for analysis. Optical examination discovered a quasi-brittle fracture, with riverlines suggesting the direction of fracture. The observations are consistent with lateral bend stress overload. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.